Manufacturer narrative:
An event regarding pain was reported. The event was confirmed for disassociation following material analysis. Method & results: -device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior, inferior and superior surfaces of the accolade are shown in figures 3 through 6, respectively. All surfaces of the trunnion exhibited wear, likely from movement against the v40 head taper. Explantation damage was also observed on the accolade neck. Boney material was observed on the proximal and distal surfaces of the accolade. This damage was likely caused by movement between the head taper and accolade stem trunnion. Debris was observed at the proximal end of the taper in the v40 head. Dimensional inspection: not performed as there were no allegations in relation to device dimensions. Functional inspection: not performed as alleged issue could not be replicated. The material analysis report concluded that damage was observed on the accolade trunnion and v40 head taper. This damage and wear was likely caused by movement between the head taper and accolade stem trunnion. Eds was performed on the debris in the v40 head and was consistent with material transfer from the accolade and biological material. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: insufficient information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other relevant events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However no material or manufacturing defects were observed on the surfaces examined. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient had knee pain after twisting and was non weightbearing. Doctor took look at patient's current hip and noticed marks on femoral neck so decided to remove stem and liner. Both stem and liner were well fixed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had knee pain after twisting and was non weightbearing. Doctor took look at patient's current hip and noticed marks on femoral neck so decided to remove stem and liner. Both stem and liner were well fixed.